Event description:
Customer stated the device was reading high. The customer was incoherent at 6am, 911 was called. Paramedics arrived and tested blood glucose and received a result of 37mg/dl. The customer was admitted into the hosp and was given an IV. Controls in use were expired. A request was made for the return of the suspect device and replacement product was sent.